Event description:
Follow up information received identified the patient underwent explant of the scs device, date of the procedure was unknown. Additionally, the patient was still in the hospital for a few more days, and was to continue on antibiotics for the next three months.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was treated for an infection at the scs ipg pocket site. Reportedly, the patient had a (B)(6) infection and was given antibiotics via a PICC line. In addition, the patient's scs system was to be removed.